Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warnings and cautions-caution ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "blue washer broken; pipes to check". The issue found during maintenance. There was no patient involvement on this reported event. No user injury reported. Device evaluation found missing glue on the forceps elevator mechanism lid and the a-rubber glue peeled. This report is being submitted for the missing glue on the forceps elevator mechanism lid (c-body) distal end, found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Communication with the customer and as what noted by the service repair when the subject device was received, "the client clarified the user request (ur stating), "the scope is clean, during the drying process, the blue washer around an end piece broke into several pieces. There may be some inside the channel." This was relayed to service to inspect the inside of the channels for any debris on (B)(6)2022. Service then checked the biopsy channel as requested by the customer . Inspection performed on biopsy channel with boroscope and no debris were found by the service repair (estimation). Further inspection and evaluation found the c-body (distal end ) found missing glue on the forceps elevator mechanism lid. In addition, the a-rubber glue (bending manipulation/insertion tube) noted peeling and cracked. Control knob was inspected and play was observed, the right/left (r/l) and up/down (u/d) found loose. The scope connector was checked and found the w-mouth piece is slightly loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.